Manufacturer narrative:
A ge service rep performed an on site investigation. The shipping screw was found to be still installed, this was removed during the service call. The system was found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system steering handle was hard to turn and only turned 45 degrees. No pt injury was reported.